Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer was advised to change set and reservoir in order to troubleshoot their insulin pump. The customer was advised to return the infusion set and reservoir for analysis. The customer was able to change the entire set system and then was able to attach the insulin pump to her. No further assistance needed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).